Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the port on the pca tubing was cracked when they tried to disconnect the IV fluids from the port. It was difficult to disconnect and it cracked at that time. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of pca tubing cracked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measured 0.442 inches long. Visual inspection of the luer (cavity 29) observed the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed with the rest of the set. The female luer was inspected under magnification to determine if any stress marks were noted. No stress marks were observed. Functional testing confirmed a leak as fluid flowed through the crack on the female luer on the used extension set. Further visual inspection was performed by supplier quality engineering in which engineering confirmed is an issue with the manufacturing process of the female luer component which is manufactured by a third party supplier. The probable cause of the customer¿s report of component breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).